Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that following device activation, as the device was being placed in the holster, the edge electrode had a visible flame. No injury was reported